Event description:
The customer reported that the device failed to discharge when in use on a patient.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge when in use on a patient. The customer also stated that patient outcome was not impacted by device behavior. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.